Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
It was reported that in 2007 the health care provider "let the saline drip too slow so they replaced the pump again." It was not known what medication the device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.